Event description:
On (B) (6), 2010, the reporter/patient's mother contacted lifescan (lfs) alleging that the lay user/patient's onetouch ping meter had a cracked display. The medical surveillance specialist (mss) was unable to reach the lay user/ patient for follow-up questions. This complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the product issue began at approximately 4:30 pm on (B) (6), 2010, while the patient attended a birthday party. It is not known what readings the patient was obtaining from the alleged meter prior to when the issue started. The cca documented that the patient tests his blood glucose four times a day and manages his diabetes with an insulin pump. The patient's medication administration times are not known. Despite the alleged issue, the reporter stated that she gave the patient permission to eat ice cream and cake without knowing his current blood glucose level. Thirty minutes after the alleged meter issue occurred, the reporter claimed that the patient stated that he felt high (specific symptoms not known). At an unspecified time after the onset of the patient's symptom, the reporter claimed that the patient's blood glucose was tested on a friend's meter and obtained a "high" reading (exact numeric value not known). At an unspecified time after the onset of the patient's symptoms, the reporter stated that she took her son home from the pool party. At 5:15 pm, the patient's mother reported that she treated the patient with 5 units of novolog. It is not known if the reporter attempted to test the patient's blood glucose on any meter after the insulin treatment. During the troubleshooting session, the cca documented that the patient's mother did not report any misuse on the alleged meter. Replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the reporter claims that the patient was unable to test his blood glucose due to the reported issue, increased his sugar intake, and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
(B) (4).the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case failed testing. The meter was found to have cracked screen. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, post procedure, a 1 inch by 3 inch burn was noted on the left thigh of the patient. The burn was categorized as "1st degree". Clinical follow up information revealed that there was no leaking at the cervix. There were no further patient complications reported with this event and the patient's condition is reported to be "fine". An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.